Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2015, on behalf of the patient, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.